Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that there was no capture from the lead. Twiddler syndrome was suspected. The lead was explanted and replaced. The patient's condition was good.